Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include the audio pause has been switched on or a component failure. The IFU offers further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that, during treatment utilizing renasys go, the message of leak alarm displayed on the screen. However, the alarm sound did not occur. The treatment was completed using a smith & nephew back-up device. No other complications were reported.